Manufacturer narrative:
Approximate age of device- 1 years 3 months 27 days. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assistance device (lvad) on (B)(6) 2017. It was reported that the patient presented to the clinc with complaints of thick, yellow, mucousy drainage. A surgical debridement was performed on (B)(6) 2018. The subject presented to ER on (B)(6) 2018 with bleeding and oozing from driveline post debridement. Patient was given augmentin and ciproflaxacin for two days. Additional information was requested but not provided.